Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed noise on the rate sense and shock channels via the right ventricular (rv) lead. The noise was oversensed, resulting in ventricular pacing inhibition. There were no adverse patient effects reported.